Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the brown (-5v) wire was open in the trunk cable connector. The cause of the check belt messages is the open brown wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.